Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on unknown dates during and/or after use of the product and on/or about (B)(6) 2008 experienced a cardiovascular event and subsequently expired after use of the product.